Event description:
I received mentor memory gel silicone implants -lot number 5703473 & 5697829- in 2007 for reconstruction after a mastectomy three months earlier. At the end of the next five months, I started to get some hives on my legs. I've had hives for 8 weeks straight, all over my body at different times, and they gradually got worse, and then I started having bouts of angioedema, with my eyes, lips and tongue swelling up at different times. Dates of use: (7) months. Diagnosis or reason for use: reconstruction.